Event description:
A snare was used for a therapeutic polypectomy. During the procedure, the device would not cauterize and as a result the polyp got caught inside of the snare. The patient was taken to surgery to have the snare removed from the polyp. It should be noted that the polyp was observed to be very large.